Manufacturer narrative:
One device was returned for repair with complaint that device shows 45639 error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Device is in good physical condition. Review of event log shows 45639 error. Visual tests were performed. The primary problem was a defective printed wiring assembly (pwa). The pwa was replaced.

Event description:
It was reported that device alarms 45639 when the pump starts. There was no patient involvement.